Event description:
Rep spoke with the patient, and mostly the patient¿s husband, on (B)(6) 2021. Patient¿s husband stated to that he had no complaint and had called manufacturer to get more information regarding MRI¿s, to have regular imaging done before the patient¿s regular yearly follow up appointment with surgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep was not aware of a complaint until they were contacted. Rep will need additional time, they left a message for patient to call them for pain clarification. Recharge interval is based on programming and usage. Cause of recharge interval is due to patient¿s therapy settings and usage. Rep spoke with the doctor on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  hcp wants to do MRI to check out the implanted components and make sure nothing has shifted as the patient (pt) still has a great deal of pain in their back. Caller mentioned that pt questions if the therapy is helping them or not. Caller reported that the pt got some degree of relief from the trial implant so hcp felt it was sufficient enough to install the permanent implant. Caller then stated that they're not happy with recharging the implant; caller stated that the pt would let the implant battery deplete for they would forget to charge the implant. Caller believed that for how often the implant has to be recharge was really too often as the implant needs to be recharged within every two or three days. Caller has discussed this information with several representatives who have reprogrammed the implant to try to improve the scs therapy/charging frequency of implant however the implant still had to be charged within two or three days. Caller stated that the belt never worked out and that it was never satisfactory to them. Caller stated that the pt is disappointed with the implant however they are not about to go through more surgery. Caller stated that hcp hasn't suggested anything other than going in and seeing what can be corrected. Caller stated that the pt has had spinal surgery 6 or 7 years ago and has nuts and bolts in their back and has never been totally free of pain (surgery was prior to implant). Caller mentioned that they have spoken with the medtronic representatives periodically regarding these issues.